Event description:
The customer reported that the system displayed a precharge failed error message and the system will not complete the boot cycle.

Manufacturer narrative:
The ge service rep removed and replaced the generator batteries. He verified that the system boots and is fully functional. The system is now operating as intended.